Event description:
It was reported that the patient underwent surgery to treat nonunion and loose hardware. Symptoms include low back pain that radiates to the left thigh. He reports numbness and tingling in the thigh area. Pain is described as-sharp, stabbing, dull, aching and intermittent. Surgery consisted of alif l4-5, l5-s1 plus rhbmp-2/acs. L3 through s1 posterolateral fusion using rhbmp-2/acs and pedicle screw instrumentation. Disruption of the inferior vena cava with resultant hemorrhage intraoperatively. During the anterior approach, the inferior vena cava was disrupted, and there was an appreciable intraoperative hemorrhage of approximately 6 l. The patient was resuscitated fully in the operating room. However, due to the length of the case and the intraoperative blood loss, the patient was returned to the neuro ICU in guarded condition following the procedure. He was returned to the ICU with an endotracheal tube in place.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.